Event description:
A malfunction alarm identified as "malf 0" was reported by the customer, with no notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction happened again, which they acknowledged and understood.